Event description:
During service evaluation, a baxter service representative discovered a pump with an inoperable channel a stop button. There was no patient involvement. There is not an adverse event, patient injury or medical intervention associated with this report. This involved an unremediated infusion pump with user interface module master software (B) (4). No additional information is available.

Event description:
Pt admitted for treatment of recurrent ventral hernia. Per the operative report, the "reprocessed harmonic failed to work..." New instrument opened and case completed without harm to pt.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
There is an ongoing CAPA investigation. (B) (4).the colleague pump was serviced by baxter personnel. During service, it was confirmed that there was an inoperable channel a stop button. The channel a keypad was replaced. The pump was shipped back to the customer.